Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device powered off and turned on its own while a cardiac arrest pt was being transferred to emergency room (ER) staff. It was indicated that there were many people around the pt during transfer and it was not known if the power button was inadvertently pressed. The pt was in ventricular fibrillation (vf) prior to the transfer and remained in vf despite many defibrillations by the customer and ER staff. The pt was later pronounced decreased. It was reported that the failure did not have any adverse effects on the pt.